Event description:
The pt expired nine days following implant. The cause of death is unknown at this time. Additional info has been requested.

Event description:
In 1999, the dr implanted a st. Jude medical mechanical heart valve sjm master series with silzone coating (model 21ahps-605), in conjunction with a single coronary artery bypass procedure. The pt has a history of parkinson's disease. According to the info received from the surgeon, on the eighth postoperative day, in 1999, the pt was seen at home by a visiting nurse. The nurse was transported by ambulance to the hosp. At some point pt experienced "electromechanical disassociation", which necessitated intubation. The pt showed symptoms of atherosclerosis and dominant right coronary. The pt subsequently expired. At autopsy, the valve was "free of any obstructions and both leaflets moved freely" and the internal mammary artery was open. No defects were found in the valve and the bypass was "patent". A subendocardial infarct was observed in the proximal portion of the septum, which was felt to be approximately 48-72 hours old. It consisted of necrotic myocytes with acute inflammatory infiltrate. A more recent infarction, approximately 12-24 hours old, was believed to have lead to a fatal arrhythmia and caused the pt's death. No add'l info was available, including whether or not the valve was explanted at autopsy.